Event description:
It was reported that the event occurred while in the pediatric cardiology dept during use. The physician inserted the ai-07136 in the right femoral vein without issue. When injecting the contrast medium (500 psi) the balloon broke. As a result, the device was removed. A new kit was opened and inserted without issue. The procedure went on as planned. Ther was no pt death, complications or injury. No medical/surgical intervention was required. Ther was a delay or interruption in therapy with no harm to the pt. Additional info received 10/02/2014 stated that the contrast medium maximum injections 650 psi. However, the physician just injected 500 psi contrast medium and found out reflux through the x-ray. He thought that the balloon might be broken. After withdrawal, the balloon breakage was confirmed. They were unable to observe if the balloon was asymmetrical during the x-ray. Ref MDR # 3010532612-2014-00026 for the second event involving the same pt.

Manufacturer narrative:
(B)(4).